Event description:
It was reported that a pump over infused vancomycin to a pt. The device was programmed to deliver 200ml at a rate of 100ml/hr. It was observed that after one hour, the entire container was empty. The customer also stated that the facility's internal report submitted by the user did not correspond with the device history log.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.